Event description:
It was reported that the user experienced low blood glucose after midnight while asleep and did not treat at the time, and later noted elevated glucose attributed to a bent cannula associated with a separate documented event. Symptoms included urgent low glucose, urgent low soon, and low glucose alerts consistent with hypoglycemia. Outcomes included product troubleshooting and user education with no reported medical intervention or hospitalization. Investigation included complaint intake and review of device performance and user-reported circumstances. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hypoglycemia, with a bent cannula reported in a related event but not confirmed as the cause of the low glucose. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.